Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the lead site(s) and the entire system was explanted; however, no explanted products were returned for analysis. The infection was resolved. As a result, a device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Additional information indicates the infection has since been resolved.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-33159. It was reported that the patient's peripheral leads were exposed and eroding through the skin due to an infection. As a result, surgical intervention was undertaken on (B)(6) 2020 wherein the entire system was explanted. Patient was administered keflex to treat the infection.